Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with tobramycin 80 mg via intramuscular route, three times a week for two weeks. The patient was discharged six days after admission. At the time of this report, the patient was recovering from this peritonitis event. Pd therapy was ongoing. No additional information is available.